Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing were observed due to dislodgement caused by twiddler syndrome and resulting in inappropriate therapy. Loss of capture was also observed. The lead was explanted and discarded. The patient condition is stable.